Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol_(B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
Before patient contact and prior to the procedure, the facility opened two devices of the same lot and noticed the sheath pulls away where it connects to the hub. The procedure was completed with another device of the same kind (lot number unknown). The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.